Event description:
It was reported that the patient tested positive for a silicone allergy. The device and leads were explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found. Poximal conductor had blood/body fluid and blood on helix/lobe mechanism. Full lead returned and analyzed. (B)(4) no anomalies found. Proximal conductor blood. Full lead returned and analyzed.